Manufacturer narrative:
The reported events of inability to capture and low impedance were confirmed. Failure event observed during analysis. Final analysis found, as received, the device had normal telemetry and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly and reported events. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented to the emergency room due to the pacemaker not capturing and impedance was low. Programming changes were attempted however, the patient was still pausing. The device was explanted and replaced. The patient was in stable condition.